Event description:
Family member came into the room, trach had come out, but she never heard alarm. Circuit was still attached to trach, this was between 9:00 and 10:00. No allegation of patient harm. While testing at office unable to duplicate condition.